Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. The customer states that the patient's warfarin dose was held and regimen was changed to decrease warfarin dose for falsely elevated I-stat pt/inr results. The patient warfarin does was later increased. Date: (B)(6) 2013, method: I-stat, time: 11:02, inr: 4.2; (B)(6) 2013, stago, 12:46, 3.13. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).